Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported that as of (B)(6) 2018 he no longer had hearing sensation with the device. The user reported sometimes hearing a "bubble" sound with the device. There was no accident, trauma or change in health reported. The implant site appears healthy with no swelling or redness present. Re-implantation was performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that as of (B)(6) 2018 he no longer had hearing sensation with the device. He also reported sometimes hearing a "bubble" sound with the device. There was no accident, trauma or change in health reported. Further follow-up with the clinic is scheduled.